Manufacturer narrative:
The full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The lead was placed in the heart and when the physician attempted to extend the helix, the helix would not deploy. Several attempts were made by moving the stylet in and out of the lead and more rotation applied but the helix still would not deploy. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.